Event description:
Caller reported that the t:slim x2 pump battery would not charge, with the pump screen remaining dark and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The caller tried multiple troubleshooting steps, including testing different wall adapters, but the issue persisted. Ultimately, a replacement pump was sent by customer technical support, and the customer was advised to return the faulty pump to tandem within 10 days. The customer was also informed about the availability of training resources for the new pump.